Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 22mm amplatzer septal occluder was successfully implanted in a defect with dimensions of 19.2 mm on angiogram. Post procedure the next day, on (B)(6) 2023, it was reported that the device embolized to the aorta. On review by the clinicians, it was reported that the device had been inadvertently attached to the eustachian valve instead of the septum. Per the physician, the anatomy of the patient had been misinterpreted. The occluder was retrieved via catheter and gooseneck snare and removed from the patient. No device was ultimately implanted. On (B)(6) 2023 the patient was discharged home.

Manufacturer narrative:
An event of device embolization after implant was reported. The investigation confirmed the device met functional and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.